Event description:
Caller reported damage to pump housing and usb port, resulting in the inability to charge the pump and causing a shutdown. Customer's blood glucose level reached 561 mg/dl due to the issue. Customer administered a correction injection and did not need third-party assistance. Technical support arranged for a replacement pump.